Event description:
Possible intermittent atrial undersensing on current and stored egms (electrograms), p-waves last measured 0.3 mv, atrial sensitivity programmed to 0.30 mv. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).